Event description:
The complainant reported that a patient developed some oozing at their access site following impella cp catheter manipulation. Manual pressure was initially applied with two units of packed red blood cells given. The patient was hemodynamically unstable so the decision was made to explant the catheter. The vessel was found to be damaged and the bleed was surgically managed following explant. The procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.